Event description:
It was reported the patient had swelling at the ipg site and the skin was red. The patient met with the physician, and it was reported the issue was not an infection. It was reported the fatty tissue had moved to each side of the ipg and this had left the skin over the ipg less thick. It was reported the patient was thin, as well. The physician planned to monitor the issue, and no other course of action was planned at the time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.